Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the pt developed an infection and required medical intervention. The hospital has reported the pt's condition is satisfactory.